Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was received for investigation. During initial testing of the device short circuits were detected between e1-e4, the tip thermocouple, and the deformable body thermocouple. During further testing the short circuits were unable to be replicated. The root cause of the short circuits noted during initial testing of the device was unable to be conclusively determined, and remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.